Manufacturer narrative:
H3: the femoral loosening reported is most likely the result of a weakened biologic integration of the femoral component at the bone-implant interface. There does not appear to be polyethylene wear on the explanted device; however, inclusion of the implanted polyethylene in the packaging recall may also have been a contributing factor to the revision. The failure modes cannot be confirmed as the devices were not available for evaluation and the view on the provided radiograph was inconclusive.

Manufacturer narrative:
*The following sections have corrected information: d1, d4, h4, h6

Event description:
As reported, approximately 1.5 years post op initial right tka, this 60 y/o female patient was revised due to femoral loosening and poly wear. Femur and liner were exchanged. Patient was last known to be in stable condition following the event. Product not returning - disposed at hospital.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 6751301 - 02-010-04-0330 - logic cr femoral por, right, sz 3.